Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that flow through the valve was not obvious and a CT scan showed ventricular dilation. The valve was explanted and replaced. The patient¿s status was listed as alive ¿ no injury.

Manufacturer narrative:
Patient, device, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported this report was submitted in error. The previously reported event did not occur.